Event description:
The information received from the affiliate states that during preparation of the product, when the physician induced negative pressure to the balloon lumen, there was a leakage noticed on the balloon. This event occurred outside of the body. The information states that there were no defects found on the outer box or the sterile pouch. There was no mishandling of the product prior to use. The product was properly stored in storage. The product was not used in the patient. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code.) Additional information will be submitted within 30 days of receipt.